Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error: observed, one opening on valve bond edge assessed as unidentified (tear). ¿ particles in valve: no observed. As per the investigation procedure, crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; d9; h3; h6.

Event description:
Healthcare professional reported right side deflation, particles in valve, and "scissor edge¿ was indicated damage caused by explant surgery. Device has been explanted.